Manufacturer narrative:
Continued h.6. Type of investigation code: b18. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, c row 1, d1, d4, h4, h6, h8.

Event description:
Healthcare professional (hcp) reported that patient was injected one syringe of juvéderm voluma® xc bilaterally in the cheek a year ago. Four months post injection patient had covid 19 and a sinus infection nine months after injection; these events are not related to the device. Almost a year after injection patient began to experience swelling that felt hard but was not red or painful that started in the right cheek that progressed to the left cheek. Hcp observed ¿induration with approximately 1/8th-1/4 thick that is palpable on the malar eminence with no apparent erythema and mild edema of the surrounding soft tissue." Hcp prescribed oral steroids and predisone as treatment. Symptom are ongoing.

Event description:
Healthcare professional (hcp) reported that patient was injected one syringe of juvéderm voluma® xc bilaterally in the cheek a year ago. Four months post injection patient had covid 19 and a sinus infection nine months after injection; these events are not related to the device. Almost a year after injection patient began to experience swelling that felt hard but was not red or painful that started in the right cheek that progressed to the left cheek. Hcp observed ¿induration with approximately 1/8th-1/4 thick that is palpable on the malar eminence with no apparent erythema and mild edema of the surrounding soft tissue." Hcp prescribed oral steroids and predisone as treatment. Symptom are ongoing.

Manufacturer narrative:
Clarification type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection (sinus infection), deemed not device related, is considered an unexpected adverse drug experience.